Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported expiration due to right heart failure cannot be conclusively determined through this evaluation. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy would be performed or if the pump would be explanted or returned.

Manufacturer narrative:
A1-a6: missing patient information pending follow up with hospital. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.